Event description:
The hcp reports via registry the pump was explanted after 74 months implant duration due to reservoir volume discrepancies. The pt was experiencing increased low back pain. The drug used in the pump is fentanyl 1000.0 ug/ml at 0.275 mg/day and clonidine 2000.0 ug/ml infused in simple continuous mode. The device was explanted and replaced. The pt recovered without sequela.